Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, staples did not form properly. The surgeon resected add'l tissue and applied another device.

Manufacturer narrative:
The disposable staple cartridge was not returned for eval preventing us from reliably determining the exact cause for the difficulty reported. However, a severly damaged knife assembly was returned. The damage observed suggested misapplication/misuse of the device.